Event description:
This is filed to report that the clip delivery system (cds 50410u115) came in contact with the previously implanted clip, causing the implanted clip to detach from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (50312u156) was implanted and the mr was reduced to 3-4. The second clip delivery system (cds 50410u115) was advanced to the mitral valve leaflets in attempt to place it lateral to the first clip. It was noted that visualization was difficult due to the attempt to place the clip more lateral. One grasp was performed, but it was unclear if there was sufficient leaflet insertion as there was no significant mr reduction. The leaflets were un-grasped and the clip was repositioned, but made contact with the implanted clip. This caused the implanted clip to detach from the anterior leaflet but remain on the posterior leaflet (single leaflet device attachment). The cds was removed, and the second clip was not implanted. The mr remained at 4 with one clip implanted. The decision was made to send the patient to valve replacement surgery. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip (50312u156). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, the reported clip interaction with the first clip appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system is filed under a separate medwatch MFR number.